Manufacturer narrative:
H10 h6: the reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and connector pins were bent. There was a relationship found between the returned device and the reported incident. Functional testing could not be performed due to bent connector pins. Connector could not be inserted into port on test control unit. The complaint of connection problem was confirmed and the root cause has been determined to be bent connector pins. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that, the "mdu powermax elite shaver" was unable to connect, showed the error message "motor fault" and would not operate. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.